Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon was not duplicated and no abnormalities were found. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that the reported phenomenon was attributed to an accidental/temporary failure.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for laparoscopic surgery, the insufflation pressure of the device didn't reach at the desired level. The user replaced the device to another system to complete the procedure. There was no report of patient injury associated with the event.